Event description:
The customer reported that, during a procedure, the cv system was down and could not start up. It was later clarified that the azurion 7 m12 was intermittently starting up and when it did start, there was an unspecified issue with movements on the complaint device. A philips field service engineer (fse) was dispatched to the customer facility to evaluate the complaint device. The philips fse examined the complaint device and found that the system working properly. The philips fse examined the complaint device log file and determined that the device was working to specification. Furthermore, the philips fse indicated that the complaint device was later deployed on a patient during a separate procedure and worked to specification. An investigation has been opened to further evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not start up. The philips field service engineer (fse) inspected the system onsite and found that the system was working fine. The fse confirmed that no problem was detected with the system. The reported problem did not reoccur, and the fse confirmed that the system was in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.